Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108750.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Investiagation was unable to determine which lead attributed to this issue.